Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) handle was intact. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame on the proximal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. After fully retracting the capsule, the actuator components separated. Stress marks were observed on two tabs at the point where the tab protruded from the male actuator component. Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The cause of the positioning difficulty could not be conclusively determined with the available evidence. However, positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Damage was observed on the threading of the screw gear of the dcs. This damage was consistent with increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was also observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice for repositioning. After the second recapture, a delivery catheter system (dcs) actuator separation occurred. It was reported that since the valve was completely back in the dcs before the separation, the system was pulled back and removed from the patient. The procedure was completed using the same valve with a different dcs. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.